Manufacturer narrative:
Pump passed displacement test, basic occlusion test, prime compromised force sensor system, excessive no delivery test, a21 and occlusion test. No excessive no delivery alarm noted. No moisture damage on electronics assembly noted. Pump received with stripped battery cap coin slot, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted. (B)(4).

Event description:
The customer called in to report that she had a black screen and fluids in her insulin pump. The customer stated that she went for a swim that day. Her blood glucose level was 124 mg/dl, however she also stated that she was having low and high blood glucose levels between 65 and 400 mg/dl. She also stated that there was fluid under the lcd display, and a shredded battery cap groove. The customer declined to troubleshoot. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.